Event description:
It was reported that during a ptca procedure involving a 90% stebituc kesuib ub tge dustak orituib if the rca, crossing difficulties were encountered. Upon removal, it was noted that the tipe of the ctheter was "flared". No patient injuries or complications were reported. Patient status is listed as "good".